Event description:
Per clinical trial cp-1060: on (B)(6) 2019, patient underwent bilateral augmentation mastopexy using a full vertical and horizontal t incision. 2 pieces of galaform (galaflex 3dr) were used. Concomitant procedures included bilateral nipple reduction, earlobe repair, excise forehead lesion. On (B)(6) 2019, drainage bilateral breasts was reported. Patient treated with medication (bactroban, bactrim). Resolved without sequelae on (B)(6)2019. Review by medical affairs identifies the wound drainage as likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced the post-op complication of bilateral breast drainage. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. An additional MDR was submitted to report additional ae of capsular contracture. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned remains implanted.